Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly and blank display on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display screen blacked out and the status bar faded out. Customer was unable to deliver a bolus because of the display anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, faded screen anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.